Manufacturer narrative:
(B)(4). Item # 110017103 g7 finned 3 hole shell lot # 6395058, item # 51-104110 taperloc stem lot # 6341460, item #12-115121 cer bioloxd mod hd lot # 2971338. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -03455.

Event description:
It was reported that a primary left total hip arthroplasty (tha) surgery was performed. Upon attempting to seat the liner it failed to seat. An additional attempt was made with the same liner, but it again failed to seat. A new liner was requested and it was noted plastic was noticed to have flaked off (peeled away) at some spots on the first liner. Nothing fell into the surgical wound. No harm or injury to patient was noted. A new liner was used to complete the procedure and worked successfully. Additional information was requested however, none was available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
UDI# (B)(4). Implant date is blank as this product was never implanted. Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the returned liner identified there were no markings or indentations to the outside radius of the liner. There was indentation under the scallops likely caused during an attempt to impact the liner with the shell. Dimensional analysis of the liner identified it to be conforming to print specifications during manufacturing. No peeling of the coating was observed on the liner. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.